Event description:
It was reported that the customer experienced a blood glucose (bg) level of 726mg/dl. The customer alleged the pump was not functioning as intended; however this could not be confirmed as customer did not have pump data available for review by tandem technical support. Additionally, a review of the pump history confirmed the pump was functioning as intended. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.